Event description:
It was reported that the patient experienced palpitations. The right atrial (ra) lead exhibited over or undersensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD; implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.